Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error alarm loop during the bolus / basal delivery. Unable to confirm other error alarms due to an erased history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was programmed with a test mini link and the glucose sensor simulator. The sensor feature was working properly. No lost sensor alarms were noted. The pump also had a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a shifted end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error. The motor error occured 5 times in the last 30 days. The blood glucose reading was 128 mg/dl. The alarm history showed a motor position encoder error. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.